Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the IV tubing separated from the silicone segment while still attached to the device. The user opened the latch and the device fell.

Manufacturer narrative:
No available code for undetermined or unknown cause. The customer¿s report that the IV tubing separated from the silicone segment while still attached to the device was not confirmed however a tear in the silicone was confirmed. The set was visually inspected and a tear in the silicone pumping segment near the upper fitment was observed. A section of the pumping segment approximately 0.25 inch in length was attached to the upper fitment and held in place by the retaining ring. Functional testing could not be performed because of the damage. The root cause of the tear is unknown.